Manufacturer narrative:
The complaint investigation for false reactive alinity I hbsag qualitative ii confirmatory results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of alinity I hbsag qualitative ii confirmatory reagent, lot 68127fz00. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I hbsag qualitative ii confirmatory assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68127fz00. Return testing was not performed as returns were not available. Clinical specificity testing was performed using an in house retained kit of the complaint lot. Testing met acceptance criteria, indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii confirmatory reagent, lot 68127fz00.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii results and discrepancy between two different specimens from one patient which is nonreactive on another alinity I am processing module. The results provided were: on (B)(6) 2025 sid (B)(6) initial=10.4 s/co (> or = 1.00 s/co=reactive) /repeated on (B)(6) on (B)(6) 2025=0.39 s/co /repeated after centrifugation on (B)(6)=64 s/co /on ai04153=65.9 s/co /previous history on 19oct2024=negative /second specimen from serum bank same patient repeated on 4 alinity I processing module=negative (no actual results provided) the customer performed confirmatory neutralization testing on first specimen=100% (> or =50%=confirmed positive); c2=57.31 s/co (> or =0.70 s/co =confirmed positive) there was no reported impact to patient management.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii results and discrepancy between two different specimens from one patient which is nonreactive on another alinity I processing module. The results provided were: on (B)(6) 2025 sid (B)(6) initial=10.4 s/co (> or = 1.00 s/co=reactive) /repeated on ai04153 on (B)(6) 2025=0.39 s/co /repeated after centrifugation on ai02419=64 s/co /on ai04153=65.9 s/co /previous history on (B)(6) 2024=negative /second specimen from serum bank same patient repeated on 4 alinity I processing module=negative (no actual results provided) the customer performed confirmatory neutralization testing on first specimen=100% (> or =50%=confirmed positive); c2=57.31 s/co (> or =0.70 s/co =confirmed positive) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . This report is being filed on an international product, list number 8p11-22/32, that has a similar product distributed in the us, list number 8p11-21, 510k/PMA/bla= p110029. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.